Manufacturer narrative:
Product reference 4430433 is not cleared for sales in the USA, but similar product reference 5433750 is cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch 36935382 which complies with our specifications and does not present any discrepancy. No other incident has been reported to us on this batch of access ports released in august 2018. Investigation results: we received for investigation one celsite st301f access port from batch 36935382 with its connection ring and a catheter cut into 2 pieces: one 26.4 cm long piece and a 0.2 cm long piece still on the exit cannula. The catheter rupture occurred under the connection ring. This part of the catheter is protected by the connection ring during implantation period. Dimensional measures: we have measured the returned device in order to check its conformity to our specifications. All the measures conform to our specifications. Conclusion: no manufacturing defect has been detected on the returned device. The catheter rupture occurred under the connection ring, shortly (4 months) after the implantation. According to the above mentioned information and in view of the location of the catheter rupture, we think that the catheter rupture is due to the extension of a catheter damaged done during the implantation procedure, probably while mounting the catheter on the exit cannula. The IFU specifies: "during implantation ensure that the catheter is not damaged by unguarded forceps, suture needle or other sharp object." This is a rare incident, no corrective action is envisaged.

Event description:
Catheter detachment after implantation.